Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that small prime volumes had occurred that were less than the amount needed to prime the 23 inch tubing. Reportedly, it usually took only a few units to prime the tubing. The patient confirmed that insulin was dripping out of the end of the tubing during the prime when using new tubing; confirmed pressing continue after the cartridge was inserted; and confirmed that the cap was tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.